Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the catheter was noticed to be bending while being advanced in the ureter for contrast radiography. As the physician continued to advance the catheter, a detached section of the device was visually noticed inside the bladder. The detached section of the catheter was removed successfully from the patient during this procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the catheter was noticed to be bending while being advanced in the ureter for contrast radiography. As the physician continued to advance the catheter, a detached section of the device was visually noticed inside the bladder. The detached section of the catheter was removed successfully from the patient during this procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4) detachment of catheter. The reported lot number,15497309, could not be verified. However, it was reported that the device was not used past its expiry date.

Manufacturer narrative:
Analysis of the returned axxcess catheter revealed that the device was broken into two pieces at approximately 16.8cm from the distal tip. The proximal section measured approximately 52.3cm; the luer connector remained on the proximal piece when received. Under magnification the broken ends demonstrated signs the device was broken under stress. The device was slightly bent; however, it could not be determine if it was bent prior to use or when handled for return of the complaint device to bsc. Most likely, the defect was caused by an interaction with another device such as the guidewire or scope.